Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room approximately one week following implant of the left ventricular (lv) lead due to the left side of their chest "jumping" with every beat. The patient was experiencing diaphragmatic stimulation. The lv lead was reprogrammed to a lower output and remains in use. No further patient complications have been reported as a result of this event.